Manufacturer narrative:
Corrected data: the incorrect suspect medical device was reported on the initial medical device report; it was reported as one of the concomitants. Manufacturer narrative: the reason for this revision surgery was the patient had joint pain. The in-vivo length of service for the patient's implant was 6.8 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This surgery has been determined to be non-product related. A definitive root cause for the event was not reported. It was reported the surgeon believed the patient had scapular notching the scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. The revision surgery was successfully completed and without incident. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having pain; the surgeon believes they have scapular notching.